Event description:
It was reported that the patient developed an infection at the ipg site. The patient underwent an explant procedure.

Event description:
It was reported that the patient developed an infection at the ipg site. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patients leads were also removed and the patient was hospitalized.